Manufacturer narrative:
Test strip lot # unk. Control solution lot # 1030313121, expiration date: 11/2015. Nova max test strip insert - qc checking the system control solution test: the nova max control solution is used as a qc check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer continued to administer insulin via a pump based on multiple high readings on her blood glucose meter. The consumer was at her scheduled dialysis appointment when the nurse called the paramedics to have the consumer transferred to the emergency room based on her blood glucose reading at 3:22pm of 510 mg/dl. At 7:05pm later the same day, the emergency room nurse performed a blood glucose test getting a result of 165 mg/dl on their unk brand of meter. During troubleshooting, it was revealed that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. While on the phone, a control solution could not be performed because the consumer only had expired control solution. The meter and test strips will be returned for eval.